Manufacturer narrative:
Follow up information received on 18-apr-2016: quality-safety evaluation of product technical complaint: this adverse event report is related to a product technical complaint (ptc). (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed; therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are known, possible, undesirable events and no indicative of a quality deficit per se. Essure perforation questionnaire received on 03-may-2016 from physician: the doctor stated he/she that did no have any information about this patient as he/she did not insert essure and did not have the records. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and was submitted to a hysterectomy due to bleeding. The pathology report only showed 1 of the essure coils and the medical doctor could not find the other coil during the surgery. The reported events were regarded as genital bleeding and device dislocation and are listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, physician stated patient's bleeding was not related to essure. However, as the alternative explanation for this event was not provided, company considers causality with the suspect insert cannot be assessed by now. Regarding the remaining event, during essure therapy there is a risk that the device could move in/out of fallopian tubes; this movement includes an expulsion into the uterus/out of the body or dislocation into the pelvic cavity. In this case, physician was not able to find one of the coils during the hysterectomy. Although the exact mechanism of this event was unknown; considering its nature; causality with the suspect device cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident since a surgical intervention was required. Based on the available information no product quality defect was confirmed; therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information was obtained as the physician was not the physician that inserted essure and did not have the medical records.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2016 which refers to a (B)(6)- year-old female patient who had essure (fallopian tube occlusion insert) inserted on an unspecified date for permanent contraception. The patient was not pregnant. On (B)(4) 2016 she had a hysterectomy due to bleeding not related to the coil. The medical doctor reported that he was not the inserting physician so he did not know when the essure was inserted or results of a confirmation hysterosalpingogram (hsg). The pathology report only showed 1 of the coils and the medical doctor could not find the other coil during surgery. Company causality comment: this medically confirmed, spontaneous case report refers to a (B)(6)-year-old female patient who had essure (fallopian tube occlusion insert) inserted and was submitted to a hysterectomy due to bleeding. The pathology report only showed 1 of the essure coils and the medical doctor could not find the other coil during the surgery. The reported events were regarded as genital bleeding and device dislocation and are listed according to essure's reference safety information. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, physician stated patient's bleeding was not related to essure. However, as the alternative explanation for this event was not provided, company considers causality with the suspect insert cannot be assessed by now. Regarding the remaining event, during essure therapy there is a risk that the device could move in/out of fallopian tubes; this movement includes an expulsion into the uterus/out of the body or dislocation into the pelvic cavity. In this case, physician was not able to find one of the coils during the hysterectomy. Although the exact mechanism of this event was unknown; considering its nature; causality with the suspect device cannot be excluded. Additionally, non-serious events were reported. This case was regarded as incident since a surgical intervention was required. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.